Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an air bubble in the infusion set tubing. Customer's blood glucose was 400 mg/dl. The customer was instructed to prime the tubing until the air bubble was removed. The customer acknowledged.